Manufacturer narrative:
H6: code c19-a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. As the device was not accessible, the product history review (phr) review was the extend of the investigation. No device problem was found per review of these records. H6 code correction-e0515-vascular dissection has been updated. Initially incorrect coding was reported-e0511 perforation of vessels.

Manufacturer narrative:
H6: code c21 - results pending completion of product history review. H6: code c20 - the device remains implanted and, therefore, was not available for direct analysis by gore. H6: code a26- used to capture insufficient information available to determine if gore device contributed to dissection. It should be noted that, per the gore® tag® conformable thoracic stent graft with active control instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to, dissection. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore through the pivotal study for the gore® ascending stent graft in the treatment of lesions of the ascending aorta (asg device): on (B)(6) 2024, the patient was implanted with gore® tag® thoracic branch endoprosthesis (tbe) and gore® tag® conformable thoracic stent graft with active control system (ctagac) to treat an ascending aortic aneurysm. On (B)(6) 2024, it was reported that a type 3 endoleak, descending thoracic aortic dissection, and left precentral gyrus cortical infarct (stroke) was observed. No treatment has been performed. Type 3 endoleak remains ongoing, with no treatment provided. Left precentral gyrus cortical infarct has resolved without sequelae. On (B)(6) 2024, a reintervention surgery was performed to treat the dissection, in which additional ctag devices were implanted.